Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. The hcp stated patient was reporting multiple episodes of what the patient describes as "withdrawal". Hcp was not sure how long the patient had been having the episodes or how frequently it occurs. She stated she did a refill today and the volume essentially matched, so she felt the patient was getting the medication. She also checked the ptm boluses and the refill date and thought the patient was using all of her boluses as well. The hcp reported that patient's handset gets stuck at 91% frequently and was questioning whether patient was getting the bolus when that happened. She checked the personal therapy manager (ptm) logs and noticed there were multiple occasions where the log would show a bolus request 88 followed by a 89 at the same time. Explained the delay at 90% can likely be resolved at least temporarily by deleting the pds data off of the handset. The hcp stated she would have the patient contact patient services to have them help her with that.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.11.: note that the h.6. Codes have been updated to reflect the correction of the file. Review of this MDR and/or additional infor mation received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.